Event description:
It was reported that the patient was admitted to the hospital because of syncope. Pulse generator interrogation showed that an intermittent loss of right ventricular capture had occurred. The device was programmed to maximum output settings. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.